Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a failure in the speaker was discovered. It was determined that the cause was a failure in system board. The device's system board was replaced to address the issue. Additionally, the monitor screen display was inverted. The device's display board was replaced to address the issue. Not related to the above issues, the air inlet foam filter, and particle filter were replaced to prevent failure.

Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a failure in the speaker was discovered. It was determined that the cause was a failure in system board. The device's system board was replaced to address the issue. Additionally, the monitor screen display was inverted. The device's display board was replaced to address the issue. Not related to the above issues, the air inlet foam filter, and particle filter were replaced to prevent failure. The device's system board and display assembly were returned to the product investigation laboratory (pil) for further evaluation. The pil visually inspected the system board and did not find a defect. Pil then installed the system pca on the trilogy evo stb and noted tone from both the buzzer and speaker at startup. Pil then started therapy with a test lung. Pil ran therapy for approximately 1 hour and then and noted tone from both the buzzer and speaker after running therapy. Pil then tested the system pca on the pil trilogy evo multifunctional test station for alarm verification and power fail verification and passed all testing. The pil concluded that the system board operates as designed. The trilogy evo system board has been scrapped. The pil visually inspected the display and did not find a defect. Pil installed the trilogy evo display assembly on the trilogy evo stb and noted the graphics on the display were as expected, not inverted. Pil then started therapy with test lung and ran therapy for approximately 1 hour without issue. Pil did not find any issues with the graphics of the display inverting. Pil concluded that the trilogy evo display assembly operates as designed. The trilogy evo display assembly has been scrapped.